Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 0.5 mg for a total dose of 0.09997 mg/day via an implantable pump for non-malignant pain. It was reported the patient presented with a pain score of 10 out of 10 at first wound check one week following intrathecal (it) pump and catheter placement that was done on (B)(6) 2019. The patient was coming in two times a week for aggressive 30% increases in their pump medication. On (B)(6) 2019 the patient did not get any pain relief from these increases and had no side effects or withdrawal symptoms. On (B)(6) 2019 medical imaging of the spine/fluoroscopy showed pump catheter tip was placed too high at t1 and indeed was too far up in the spinal canal to provide the patient relief. On (B)(6) 2019 a catheter revision occurred where the catheter was repositioned. The event resulted in in-patient hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter dislodgement and the clinical diagnosis was no pain relief even after aggressive increases in their daily doses. The patient's weight was 117 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional hcp) via a clinical study indicated the event was related to surgery/anesthesia. No further complications were reported/anticipated.